Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. A review of all batch record documents for potentially associated lot number h13h27019 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized one day later for peritonitis. The patient was treated with gentamycin intraperitoneally (ip) (dose, frequency not reported). The cause of the peritonitis was unknown. The patient was discharged after being hospitalized for 8 days. At the time of this report, the patient was continuing treatment at home with vancomycin ip (dose, frequency not reported) and was recovering from peritonitis. No additional information is available. This is report 1 of 2 involved in this peritonitis event.